Event description:
A talent abdominal stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The aneurysm was tortuous and the aortic neck had a 60 degree angle. It was reported there was a sharp bend in the aorta and after the stent graft was deployed, the proximal portion of the ipsilateral limb coincided with the tortuousity in the anatomy. This resulted in a kink in the stent graft. The kinked area was ballooned but, after the balloon was deflated the stent graft went back down to the kinked position. The stent graft was not totally occluded; however, the physician implanted an aneurx 15 x 55 mm iliac limb and the kink resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: tortuous aneurysm, angulated aortic neck and tortuous iliac arteries. Evaluation: conclusion: tortuous aneurysm, angulated aortic neck and tortuous iliac arteries. Required secondary intervention.